Event description:
Reporter alleges pt received device on 2/29/88. Reporter also alleges pt had removal on 7/5/96; however, no specifics were stated except reason for explanation was stated as "leaking".